Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of radiographs. Radiograph review noted loosening and displacement of the left acetabular implant, multiple fractured screws and proximal femoral osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034 ¿2020 -02679, 0001825034-2020-03293, 0001825034 -2020 -02682, 0001825034 -2020 -02678.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has not been returned by hospital. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#: unknown, unknown head, lot #: unknown. Item#: unknown, unknown cup, lot #: unknown. Item#: unknown, unknown liner, lot #: unknown. Item#: unknown, unknown stem, lot #: unknown. Item#: unknown, unknown screw, lot #: unknown, quantity 5. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02678, 0001825034 -2020 -02679, 0001825034 -2020 -02682, 0001825034 -2020 -02683, 0001825034 -2020 -02684, 0001825034 -2020 -02685.

Event description:
It was reported patient underwent hip revision surgery approximately one month ago due to a fall that caused loosening to cup and screws to fracture. Cup and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.